Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial sn (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. Upon attempting to connect the customer handpiece in a test case using known-good navio system, a handpiece error appeared. The cpu was power-cycled to determine if 4-10 error would appear on screen. The 4-10 error was not observed and the system proceeded to the start-up screen. While the reported failure was not observed, the handpiece error found earlier in the testing could have induced the 4-10 error on the field. Review of the customer-provided images confirmed the reported problem of "40000000000" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is electrical failure within handpiece used by the customer. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during navio preventative maintenance, the system did not start up properly (presented the error 40000000000). They tried to reconnect the cable and exchanged a new usb cable. However, still did not work. No case involved; therefore, there was no patient involvement.